Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no issues were observed with sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination).sensor state 6 with event logs 6 and 7 are an indication that the patch was terminated without any error. The event logs observed are consistent with normal termination and indicate the sensor has reached its end of life. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 53.00 mg/dl compared to readings of 280.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 53.00 mg/dl compared to readings of 280.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.